Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2009; 5867-3m lead adaptor, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that within one month of implant, atrial thresholds were noted to be high during a routine follow-up. The lead was explanted and replaced. No patient complications have been reported as a result of this event.